Event description:
The following was reported to hamiton medical ag: the unit was on a patient for a transport then when they went to turn it off after it started screeching (alarming) and wouldn't turn off. It took draining the batteries to make it turn off. No patient harm.

Manufacturer narrative:
The hospital reported that the unit could not be switched off. When the technician checked the unit, it could be switched on and off. The log file analysis shows that the battery was completely discharged (tf444001) and the unit switched to ambient mode. If the unit has a technical fault "tf", the button (power/standby) must be pressed for longer (about 10 seconds) operator`s manual page 70. The unit has switched to ambient mode because the battery was completely discharged and all warnings were ignored. The device functions as intended. Hamilton medical ag case number is: (B)(4).